Event description:
An intermate lv 250 device was received by baxter on (B)(6) 2010 with a ruptured reservoir. According to the customer, it is unknown when this event occurred and it is unknown if there was patient involvement. The customer did not report any patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an intermate lv 250 device with a ruptured reservoir was confirmed during product evaluation. The root cause of this issue is currently being investigated under CAPA number (B)(4). This device is a single use device and will not be repaired. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Event description:
It was reported that patient underwent hip arthroplasty in 1995. Subsequently, the patient began experiencing pain and a revision procedure was performed on (B)(6) 2010 and the acetabular cup was removed and replaced. No further information has been reported to date.

Manufacturer narrative:
(B)(6). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.